Manufacturer narrative:
According to the customer, the bed head motor "cracked open" and the pendant "is not working." Per the customer, "the up down and foot is working." The customer reported that the pendant buttons "don't work" or are "stuck." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the bed head motor "cracked open" and the pendant "is not working." Per the customer, "the up down and foot is working." The customer reported that the pendant buttons "don't work" or are "stuck."